Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl and experienced seizures. Customer went to the emergency room and was treated with intravenous fluids of saline and glucose. Customer was released from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump software functioned as intended and the system check identified that the customer had "unlocked pump screen, entered carbs and requested bolus of 15 units"; this action was followed by the low bg event, customer acknowledged and understood.